Event description:
A report was received that a patient will undergo a pocket revision due to pocket location. The patient reported that the ipg was originally implanted too high, making it difficult to charge.

Manufacturer narrative:
Additional information received stated that the patient had a successful pocket revision. Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that a patient will undergo a pocket revision due to pocket location. The patient reported that the ipg was originally implanted too high, making it difficult to charge.